Event description:
New information received stated that the patient's condition remained stable. Due to the patient's age, the device replacement was not performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic with an alert for long charge time on the implantable cardioverter defibrillator. The patient was brought in clinic and the long charge time was reproduced. A device replacement was recommended. No patient symptoms were reported.